Event description:
Patient with a cancer diagnosis (non-hodgkins lymphoma) underwent placement of a csf reservoir to allow for chemotherapy instillation. The neurosurgeon who placed the reservoir noted that the patient had a minor anatomical variation that made placement of the reservoir difficult, and that it had to be placed in a non-standard location (therefore it was placed slightly forward from where it would normally be). The neurosurgeon also noted that the clinician administering the chemotherapy instillation would have to be very careful. A nurse performed the first chemotherapy instillation, and it is believed that it was instilled into the scalp, rather than the reservoir (this was believed to be the case because a white precipitate was noticed around the valve of the reservoir). The patient's scalp was damaged as a result, so a placement of a new reservoir could not be performed successfully until the patient had time to heal. Patient developed leakage of csf around his incision site with obvious csf dripping from his hair and drainage from his incision site to the scalp. The clinical team does not believe the device is at fault.